Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that the cannula was bent in the body, which caused his high blood glucose. The customer stated that he has been using the reservoir over and over, and he does not check his blood glucose daily. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.